Event description:
Customer states she received a pt sodium result of 128 mmol per l which she repeated nine times. The repeated sodium values were 138, 139, 139, 139, 139, 138, 138, 139 and 139 mmol per l. Customer reported 138 mmol per l to the physician, the pt did not receive any treatment based on the initial result.

Manufacturer narrative:
The field service rep could not duplicate the issue or determine the cause. He ran a check test and precision tests to verify analyzer operation.